Event description:
Follow up information received identified the physician replaced the patient's scs ipg with a new one. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient controller displayed "no generators found" after multiple attempts to connect. Reportedly, the patient underwent a surgical procedure sometime in (B)(6) 2019 and has not been able to communicate between the patient controller and the ipg since. A company representative met with the patient and attempted to communicate with the clinician programmer, but the issue persisted. Surgical intervention may be necessary to replace the patient's scs ipg.